Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) due to noise on this pacemaker and right ventricular (rv) lead. X-rays revealed that the lead was not fully inserted into the device header, as one ring on the lead was visible outside of the header. The device pocket was re-opened and the screws were loosened. The rv lead was connected to a pacing system analyzer (psa) and noise was observed in bipolar configuration, but not in unipolar. The rv lead was then re-connected to the device, and again noise was observe in bipolar and not in unipolar. The device was left programmed to unipolar and all testing was normal. It was also noted that during the procedure, the physician confirmed there were no issues with the sutures or suture sleeve. This pacemaker and rv lead remain in service. No additional adverse patient effects were reported.